Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy procedure the part of thunderbeat jaw broke which was unnoticed initially and then seen in the patient a few seconds later. The split part of the jaw was fully retrieved and was isolated. A new thunderbeat device was opened. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields : d8, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.